Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate was implanted during an endovascular procedure for the treatment of a 50mm aortic aneurysm.  During the index procedure the physician thought the contralateral leg had been cannulated when in fact the ipsilateral leg had been cannulated, therefore two limbs were deployed into the ipsilateral leg. The physician did not realise the error until ballooning the grafts. An aui and plug had to be introduced and case was completed without any complications to the patient. No issues with the grafts were encountered and all the medtronic products used performed as indicated. As per the physician the cause of the event was due to user error. No additional clinical sequalae was provided and the patient is fine.